Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a supracervical hysterectomy procedure for the removal of submucosal fibroids in which a laparoscopic power morcellator was used. The pathology examination found endometrial stromal nodule. On (B)(6) 2013 a sonograph revealed two abdominal masses and she underwent an abdominal wall excision on (B)(6) 2013. Pathology found the mass to be low-grade endometrial stromal sarcoma.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.